Event description:
Caller states the patient tested 419mg/dl on the inform system while a lab drawn within 10 minutes returned as 146mg/dl. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.